Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered rmv stent was to be implanted to treat an anastomosis in the distal esophagus from a previous surgery during a gastroscopy with esophageal stent placement procedure performed on (B)(6), 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was fully deployed; however, the most distal part of the stent deployed inside the scope. The physician attempted to push the stent out of the scope using a foreign body forceps, but the stent was stuck and did not come out of the scope. The stent was removed together with the scope and a non-boston scientific device was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the stent was attempted to be implanted to treat an anastomosis in the distal esophagus from a previous surgery. However, per the agile esophageal fully covered rmv stent system instructions for use, the stent is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, occlusion of concurrent esophageal fistulas and treating refractory benign esophageal strictures. The device is not indicated to be placed to treat anastomosis.